Event description:
A guidewire used for filter placement became in the filter tip following deployment via a jugular approach. The wire was stretched to the jugular vein where it was cut. A portion of the wire remins affixed to the filter. This device remains implanted. Therefore, no failure analysis will be available. Co's attempts to gain further info have been unsuccessful. Should info become, available, it will be forwarded on a supplemental medwatch form referencing the appropriate sequence number.